Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: primary pressure reducer leak; secondary conduit line leak; manifold failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel does not display, and an alarm sounds. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the high flow insufflation unit power button was turned on, there was no display, but noise sound was coming from the device. The issue occurred during device maintenance. There were no reports of patient involvement.